Event description:
An authorized service provider (asp) contacted ventec to report that the device's exhaled tidal volume (vte) levels were low. There were no reports of patient involvement associated with the reported event. Upon evaluation of the device, ventec also observed that it was unable to maintain peep (positive end expiratory pressure).

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it being unable to maintain set peep (positive-end expiratory pressure) and having low vte (exhaled tidal volume) levels was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift.